Manufacturer narrative:
Additional manufacturer narrative: (B)(4) per exemption number e2017013. Correction: device evaluation by manufacturer: device evaluation by manufacturer: the serial number (B)(4), was installed at the account on 02-oct-2017. A complaint history review and service history review for similar complaints was performed 02-oct-2017 through aware date 11-oct-2017. There were no other similar complaints identified during the searched period.

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up with the customer over-the-phone. The customer reported a leak was coming from the back of the instrument. The fse had the customer take off the covers and inspect if leak was coming from the large and small syringes. No leaks were found. The fse had the customer remove the black pad underneath the instrument and move the waste line. The waste line was obstructed and pinched; therefore, waste was backing up into the g8 instrument, causing what appeared to be a leak. The fse instructed the customer to adjust the waste line from being pinched in order to allow normal waste flow into the waste bottle. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11-sep-2016 through (B)(6) 2017. There were two (2) complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 2, pre-installation, states the following: waste tube insert the waste tube firmly into the waste port located on the bottom of the main unit. (Refer to fig. 2-9). Securely tighten the waste tube with the tie wrap provided in the accessory box. Insert the other end of the tube into the waste bottle. (Refer to fig. 2-10) note: if the waste tube is bent, the waste liquid may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste liquid level. When changing the analyzer location, make sure that the tube is not loose, broken or bent and that the waste liquid drains unobstructed. The sample loader must also be temporarily disconnected when changing the analyzer location. Please contact the authorized representatives. 1. If the waste tube is bent and waste liquid cannot drain, the sample dilution may not be accurately performed during the assay. 2. Keep the waste tube end above the top of the waste liquid. The most likely caused of the reported event was due to the waste line tubing being pinched and obstructed, which did not allow waste to drain to the waste bottle.

Event description:
On (B)(6) 2017 a customer reported sees a leak coming from the back of the g8 instrument while running patient samples on hemoglobin a1c (hba1c). The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.